Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis confirmed the customer comment that the left keyboard hinge was broken and the power cord was frayed. The keyboard hinge and power cord were replaced. It was also indicated that the power supply fan and system fan were noisy. These parts were replaced and the programmer passed final functional and system tests. (B)(4).

Event description:
It was reported that the programmer had a broken keyboard and a frayed power cord. It was also reported that the radiofrequency (rf) head was missing a pad. The programmer and rf head were returned for repair. The programmer tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.